Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer's blood glucose was 22 mg/dl at the time of the hospitalization. The customer stated that he felt the low blood glucose and took glucose tablets without checking the actual blood glucose. The customer stated that he might over treat the blood glucose that caused the low blood glucose. The customer declined to troubleshoot. The time of the hospitalization was around 9:30am and the date of the hospitalization was (B)(6) 2015. The insulin pump will not be returned for analysis.